Manufacturer narrative:
Patient code: 3189 - surgical intervention. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2013 and two (2) physiomesh products were implanted. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2014 and physiomesh was implanted.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and ventral hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced severe pain and inflammation. The patient had a previous mesh implanted on (B)(6) 2007 which is captured in separate files. No additional information was provided.